Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product hemolok l clips 3/cart 42/box lot# 73g1700447 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found there was a crack inside the hinge and it could not be ligated during gall bladder surgery.

Manufacturer narrative:
(B)(4). The customer returned one unit 544243 hemolok l clips 3/cart 42/box for investigation. One clip was remaining in the cartridge. The returned cartridge was visually examined with and without magnification. Visual examination revealed that the remaining clip appears to have been scraped. The clip was not seated fully into the cartridge as it was most likely partially removed by the end user. Reference file (B)(4) for investigation photos. Functional inspection was performed on the intact clip that was returned. A lab inventory clip applier was used. The clip was manually loaded into the jaws of the applier and it was noticed that the inner hinge was broken. An attempt was made to attach the clip to true-max tubing. Upon application of the clip, the hook broke off. It is likely that the hook broke due to mis-molding of the clip. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance has been previously opened to further investigate this issue. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier other remarks: jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." There was indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance has been previously opened to further investigate this issue. The reported complaint of "hinge of clip cracked" was confirmed based upon the sample received. One clip was returned in the cartridge. An indication of mis-molding near the hook was found on the other clip which could cause the hook to break upon application. Upon functional inspection of the clip, the hook broke off when applying the clip to true-max tubing. It is likely that the hook broke due to mis-molding of the clip. It was also noticed that the inner hinge of the clip was broken. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance has been previously opened to further investigate this issue.

Event description:
It was reported that the doctor found there was a crack inside the hinge and it could not be ligated during gall bladder surgery.